Event description:
It was reported that the lead was explanted and replaced due to noise. Externalized conductors were noted on chest x-ray.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead was returned in three segments. An internal insulation abrasion was noted at 8.0cm - 10.6cm from the distal tip. The etfe coating was intact at this location.